Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing anti-coagulant as all samples met specifications and had heparin inside. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing anti-coagulant. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: "when opening the package of 3ml blood collection device, the blood collection device was found to be dry without anticoagulant."